Event description:
Per the clinic, the patient experienced an infection and skin erosion at the magnet site. Subsequently, a fistula had developed at the implant site, exposing the receiver/stimulator. The device was explanted on (B)(6) 2025. There are no plans to re-implant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction: there was no fistula at the implant site as reported previously in initial MDR [6000034-2025-03900] on october 31, 2025. Per the clinic, the patient was placed under general anaesthesia on (B)(6) 2025, for the explantation procedure.

Manufacturer narrative:
Device analysis report attached.